Manufacturer narrative:
Returned device was received in fair physical condition but it had a cracked housing. No evidence of reported problem in event log was found. During the evaluation of the device, the pump started double beeping. The issue was found to be with the downstream sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was continuously beeping. There were no reported adverse events.

Manufacturer narrative:
Other text: additional information was received indicating there was no patient involvement.